Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: this complaint involved a pack that had a leak develop first in the inlet line to a hemoconcentrator during prime and then a leak out of the of the hemmoconcentrator during bypass with a blood loss of 20 milliliters (ml). The inlet tubing was replaced during prime setup.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the hemoconcentrator outline line was dripping blood. As a result, the line was replaced. The surgical procedure was completed successfully. There was a 20 milliliter (ml) blood loss during a pediatric case. There was no delay, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility, the leak was first noticed when opening the hemoconcentrator shunt during priming. The prime volume immediately started dripping from the 1/8 inch to 1/4 inch step up. The team had to make a line to replace the hemoconcentrator inlet line and then the issue occurred again during cpb.